Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, an angiographic complication occurred while using a csi orbital atherectomy device (oad). The target lesion was 99% stenotic, 25mm in length and was located in the ostial circumflex artery. The physician used a 6fr introducer sheath, ebu 3.75 guide catheter and crossing wire to access the lesion. The crossing wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed three runs at low speed for a total of 50 seconds. Post-atherectomy angiography revealed an angiographic complication, but it could not be determined if it was a dissection or an intra-arterial hematoma with plaque shift. The physician deployed a stent across the area of the complication and successfully resolved it. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.